Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06136. It was reported that when the patient was brought into the lab for a wound revision, a small open area directly over his incision was observed. Lab work and wound culture were both completed prior to the procedure, but the results were not available. The system was explanted. The pocket area was flushed with an antibiotic solution and re-sutured the incision area. A non-sterile electrogram (ECG) lead is a lead that was used. The ECG lead was under the drapes and came into the sterile field and fell across the open pocket during the generator change on (B)(6) 2019. Patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.